Manufacturer narrative:
It was reported to abbott, a patients s1 lead had migrated out of the sacral foramen. The patient underwent a revision. During removal of the migrated r s1 lead, the left lead retracted from the sacral foramen. Due to this complication, the physician explanted and replaced both leads. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. During replacement of the migrated right s1 lead (related manufacturer reference number 1627487-2024-08329) on (B)(6) 2024, the left lead retracted from the sacral foramen. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.